Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, when the duodenum was resected, the jaws did not close completely. An additional suture was needed and laparoscopic surgery was change to laparotomy. Issue damage was also reported, incision was extended by more than 2.54 cm and surgical time was extended by more than 30 minutes. Two new staplers were prepared, the position was shifted to attempt resection again and it was finally possible to perform the resection.